Event description:
Customer's initial protein result for a pt sample was <5 mg/dl. When repeated, the result was 262.5 mg/dl. A field service representative investigated and found the sample probe was out of adjustment. He repaired the instrument by performing a vertical probe adjust.